Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: very low cd3 counts in your samples and controls.

Manufacturer narrative:
D.3 common device name: flow cytometric reagents and accs. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: very low cd3 counts in your samples and controls.

Manufacturer narrative:
The following fields have been updated with corrected information: h.6. Event problem and evaluation codes: patient annex code f26. ¿ scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding low cd4 count on patients samples that occurred on 23mar2023. Unexpected or erroneous results can negatively impact patient diagnosis and treatment. The instrument underwent various repairs and was found to be functioning as expected, and neither the customer nor any patients were harmed by these erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue for part # 656874. Date range from 23mar2022 to date 23mar2023. ¿ manufacturing device history record (DHR) review: DHR part # 656874, serial # (B)(6), file # was reviewed. The instrument met all the manufacturing specifications prior to release. Date of mfg: 27mar2019. ¿ complaint history review: there are 3 complaints related to the issue of result- erroneous diagnostics; pr# 5622090, 4940636 and this one 7531568. Date ranges from 23mar2022.to 23mar2023. ¿ returned sample evaluation: a return sample was not requested for evaluation because the the potential issue was determined using servicemax review. The issue was resolved in the field and the instrument after repairs was found to be functioning as expected. ¿ service history review: review of related work order #: 02919829, 02917426, 02905558. Case #: (B)(4). Install date: 17jun2020. Defective part number: 661298 - assy air pump svc. 660484 - assy valve board diaphragm valves svc. 660492 - assy sip w/ultem and 316 needle service. Work order - 02919829 notes: subject / reported: very low cd3 counts in your samples and controls. O problem description: very low cd3 counts in your samples and controls. O work performed: fse checked instrument pipes, performed fluidics test and calibration, volume test with trucount tubes and performed cs&t and multi test control. Results are verified with inserts within the range. Equipment is ready to work with patient samples. O cause: fluid errors reflected in counts. O solution: repairs in fluidic system and adjusts. O parts replaced: n/a. Work order - 02917426 notes: subject / reported: very low cd3 counts in your samples and controls. O problem description: very low cd3 counts in your samples and controls. O work performed: fse replaced valve card, sip and air pump, performed fluidics test and calibration, optics review and alignment and cs&t. Customer review was performed with multitest controls with failure in counts. O cause: fluid failures. O solution: valve card, sip and air pump are replaced new visit is scheduled. O parts replaced: 661298 - assy air pump svc. 660484 - assy valve board diaphragm valves svc. 660492 - assy sip w/ultem and 316 needle service. Work order -02905558 notes: subject / reported: very low cd3 counts in your samples and controls o problem description: very low cd3 counts in your samples and controls o work performed: the instrument is diagnosed with a teraterm cable pn 653260 and an adapter pn 653261, a fluid test is performed and aborted, a fluid calibration is performed and failure due to pressure problems, pipes and hoses are checked, the equipment fails to pass a fluid test and calibration, a visit with a valve card is required. O cause: fluid problem. O solution: visit is rescheduled. O parts replaced: n/a. ¿ risk analysis: risk management file part # 10000247352, vers. C, fmea cytometer pm053 ( facsvia cytometer) was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O ID (hazard ID#) :1.41. O item(hazard): valve board assembly. O failure mode (cause): clips on pressure sensor tube. O end effects (harmful effects): 1. Incorrect data. 2. Non-functioning instrument. O residual probability: 1. O residual severity: 3. O residual risk index: 3. ¿ potential causes: based on the investigation results, the potential cause was determined to be fluidics failures. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis. And service activity review, the potential cause of low cd3 counts in control samples and samples was determined to be fluidics failures. To resolve the issue, fse performed a series of work orders encompassing multiple visits in which, the fse diagnosed the instrument, checked valves and hoses, performed fluidics tests and calibration, replaced valve card, sip and air pump. In addition, the fse did optics review and alignment, prepared sheath, detergent and placed new clean and performed volume test with trucount beads. Fse confirmed that there were multiple fluidic failures with the instrument. Subsequent cs&t and multi test controls were conducted and the instrument was found to be functioning as expected in work-order 02919829. Although the erroneous results were from patient samples for clinical use, no patient was treated nor harmed from these results. The results were captured prior to any diagnosis decision and was discarded once realized of the erroneous results. Proper daily and monthly cleaning procedures can be found under ¿ maintenance¿ in the bd facsvia system instructions for use manual 23-19368-00 rev. 1/vers. A, starting on page 93. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer obtaining erroneous results for ivd on the facsvia instrument was due to fluidics failures. The fse replaced the valve card, sip and air pump, performed fluidics calibration and testing and checked hoses and pipes. Se confirmed that there were multiple fluidic failures with the instrument. Subsequent cs&t and multitest controls were conducted and the instrument was found to be functioning as expected. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ h3 other text : see h.10.